Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the procedure performed was donor nephrectomy. A new device was used to complete the procedure. There was no bleeding. Nothing fell into the patients cavity.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the jaws did not align properly.